Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9023838. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h.10.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: from (B)(6) 2019, when patient in pediatric department was injected at 19:00, it was found that the rupture of heparin cap junction of closed venous indwelling needle (bdwanlong 24g x 0.75in 0.7mm x 19mm), resulted in blood exosmosis. The exosmosis did not occur again after the heparin cap was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: from (B)(6) 2019, when patient in pediatric department was injected at 19:00, it was found that the rupture of heparin cap junction of closed venous indwelling needle (bdwanlong 24g x 0.75 in 0.7 mm x 19 mm), resulted in blood exosmosis. The exosmosis did not occur again after the heparin cap was replaced immediately.